Event description:
It was reported that during a da vinci-assisted surgical procedure, there was camera interference while using a mono-polar instrument. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that or staff noticed that the camera cable and mono-polar instrument cables were touching so they disconnected both cables and re-located the cables so that they were no longer touching. The or staff later reported that while the surgeon was suturing up the patient¿s surgical port sites, the surgeon noticed the skin felt tough. Operating room (or) staff was concerned that the patient's skin at the two surgical port sites may have been charred. On 04-apr-2022, the physician of this procedure was contacted and the following additional information was obtained: the physician confirmed that the patient did receive charring/burns at the port insertion site for all three ports, which required excision and suturing, and that all was performed at that time. The surgeon further reported that ¿there was no question that a ring of charred tissue was created¿, and that the charred tissue was removed with a scalpel. The procedure was then completed robotically as planned.

Manufacturer narrative:
Based on the available information, the cause of the reported of the patient charring/burns at the port insertion site for all three ports, that required excision of the charred/burned tissue, was unable to be determined. No image or procedure video was provided for review. A review of the instrument/system logs with the event date of 05-feb-2020 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and an isi field service engineer, and the following was observed: there were no errors related to the system. In addition, isi field service engineer (fse) investigation has been completed. The reported issue was addressed with phone support and was determined to be clinically related per the field evaluation as the customer reported problem was resolved by phone. The system was working properly, and no additional action was required. This complaint is being reported due to the following conclusion: although no arcing was witnessed, the surgeon did confirm that the patient received charring/burns at the port insertion site for all three ports and each required excision of the charred tissue and suturing to close the incision. At this time, the cause of this reported charred tissue is unknown. Should additional information become available, a supplemental MDR will be filed. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.